Event description:
It was reported by the plaintiff's atty that the plaintiff experienced pain on palpation over her bladder and bleeding. Furthermore, it was reported that the plaintiff died. The cause of death was reported as respiratory failure and metastatic breast cancer. Related to MFR report # 2183959-2014-58191, 2183959-2014-77866, 2183959-2015-11924.

Manufacturer narrative:
Lawyer - filed report.